Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient programmer (pp) showed informational power on reset (por) this morning when checking left implantable neurostimulator (ins). They can still recharge. They tried to clear the por, but could not resolve it. The patient was implanted in 2010 ,and unsure if longevity is related. The manufacturer representative (rep) called with the patient and the patient was walked through resetting time but each time when trying to arrow up to top row of icons on the pp, it showed poor communication. They interrogated with the implantable neurostimulator recharger (insr) but por was still appearing, insicon showed it was off, but the patient was able to bypass por to normal charging screen. Finally the patient's wife held the programmer over the ins the entire time while clearing the por and this was successful. The patient was able to turn ins on and it showed ok. They confirmed they could recharge normally with 6 bars, ins was charging last quartile, and no por was present. They indicated they have an appointment scheduled with the healthcare provider (hcp) on (B)(6) 2020, but moved it due to the por issue. It was reviewed that the por issue appears to be resolved at this point ,so they should not need to see the hcp for additional troubleshooting. The rep inquired about what causes por, and por information was reviewed.